Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush an approximately 1-1.2 cm stone but failed. Another attempt was made by pushing the handle against the scope stack to gain more force to crush the stone but was still unsuccessful. An alliance handle was then used in conjunction with the trapezoid¿ rx basket in an attempt to crush the stone. However, the handle cannula detached leaving the stone trapped inside the basket. A sohendra lithotripsy system was used to attempt disengage the tip. Instead of the tip disengaging, the basket wires bent instead dislodging the stone from the basket. The basket was then removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Visual analysis of the returned device found the pullwire was kinked in several locations, the basket was kinked/bent, and the basket tip was intact. The sheath was not returned for inspection. The device was cut at the distal end of the heat shrink and one section of the handle cannula was inserted inside the coil at the cut section. The handle cannula have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. Dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end indicating that the cannula was forcibly pulled out from the set screws. The evaluation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The device was designed for calculus larger than 1.5 cm. However, the stone involved was smaller and the force applied could have been insufficient. Therefore the most probable root cause is ¿user/use error¿. The failure "handle cannula detach, pullwire kinked, and basket kinked/bent" are evidences that the device was damaged during its use. Taking into consideration that the basket is bigger; the attempts performed to retrieve the stone and the force applied to the device during the procedure, the cause of this failure is considered as "operational context" since due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and found that the device was not used according to the dfu (directions for use).

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush an approximately 1-1.2 cm stone but failed. Another attempt was made by pushing the handle against the scope stack to gain more force to crush the stone but was still unsuccessful. An alliance handle was then used in conjunction with the trapezoid¿ rx basket in an attempt to crush the stone. However, the handle cannula detached leaving the stone trapped inside the basket. A sohendra lithotripsy system was used to attempt disengage the tip. Instead of the tip disengaging, the basket wires bent instead dislodging the stone from the basket. The basket was then removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".